Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and inspected for any damage.

Event description:
It was reported the needle deployed late, indicating a needle mechanism failure. The patient's blood glucose levels were affected at the time, exceeding 250 mg/dl and the pod was worn for less than an hour. Cannula was found to be bent.